Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. The patient was implanted with a new 21cm x 12mm cx ipp device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device was no longer functioning. The patent reported that the device has not worked since immediately after being implanted in 2007. The device was not able to be pumped and there was no erection. After explantation the cylinder was totally destroyed and both layers were broken. A new 21cm x 12mm cx ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.